Event description:
When the or staff was attempting to connect the cellsaver line there was an apparant crack in the tubing, which caused a loss 500cc of blood. The unit was changed to a new setup, this caused a delay in transfusing the cellsaver blood. The original set up was saved and the manufacturer has notified the hospital that they will have a representative pick up the device.